Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: one electronic photo was returned for review. Photo review was unable to determine if the photographed item was a broken maxcore tip. Therefore, the reported tip break is inconclusive. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that eleven months post prostate biopsy, the patient scheduled an MRI due to discomfort in prostate. It was further reported that the MRI was stopped and a CT discovered the biopsy needle fragment. Reportedly, the fragment was surgically removed from the patient. The patient was reported stable and discharged from the hospital.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that eleven months post prostate biopsy, the patient scheduled an MRI due to discomfort in prostate. It was further reported that the MRI was stopped and a CT discovered the biopsy needle fragment. Reportedly, the fragment was surgically removed from the patient. The patient was reported stable and discharged from the hospital.